Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the screws on the back of the controller fell out when the back was being removed. A new controller was used for the case instead.